Manufacturer narrative:
Continuation of concomitant medical products: implanted: unk explanted: unk. Actual event date is unknown. It was not possible to ascertain specific device information from the article or to match the events reported with previously reported events. At this time no additional information was available, additional information has been requested.

Event description:
Literature: ishisuka k, oaklander al, chiocca ea. A retrospective analysis of reasons for reoperation following initially successful peripheral nerve stimulation. J. Neurosurgery 106: 388-390 (march 2007). Summary: this study investigated the causes for surgical re-exploration in eleven patients with complex regional pain syndrome type ii (crps) who received initial pain relief from an implantable peripheral nerve stimulator (ins) between (B)(6) 2000 and (B)(6) 2004. A total of 16 ins-related operations occurred due to loss of effect despite reprogramming. Loss of effect was due to lead migration, infection and the need for placement in an alternative location. The authors concluded that most complications requiring additional surgery are due to equipment design but that ins placement is a potentially valuable tool for treating patients with severe chronic pain refractory to other treatment modalities. Reportable event: patient 8, a (B)(6) male with crps due to a crush injury who received stimulation in the right peroneal nerve underwent a revision surgery to relocate the ins due to a loss of effect despite reprogramming. The targeted nerve was found to be suboptimal for total pain relief. The ins unit was repositioned to a different location in the same nerve or to a different nerve, and the patient experienced greater pain relief. It also was indicated that the patient underwent two surgeries due to infections in which some or all of the devices/components were removed. The timing of the events and whether the patient had one or two device systems were unclear. See literature article attached to MFR report #3007566237-2012-00298.